Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomed technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had a burned power plug. A fresenius regional equipment specialist (res) performed an on-site evaluation of the machine. The res found that the power plug was burned. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. There was no report of any burning smell, melting, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burned power plug. The biomed reported that the machine has not had any past problems with failing the electrical leakage test. The machine has approximately 7,201 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The res replaced the plug to resolve the machine issue. Following part replacement, the res performed functional checks and confirmed the machine was operating properly. The machine was returned to service. The power plug was discarded and is not available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res) due to a burned power plug. The res found the power plug to be burned, and replaced the power plug to resolve the machine issue. After the repairs, machine functional checks were performed, and all tests found the unit to be functioning within specification. A records review was performed on the reported device serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework during the manufacturing process which could be related to the reported event. Additionally, a review of the device history record (DHR) confirmed the results of the in-progress and final quality control (qc) testing met all the requirements. The res confirmed that the power plug was burned; therefore, the complaint has been deemed confirmed.